Event description:
(B)(4). - received their replacement recharger]: information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they received their replacement recharger and couldn't get the controller out of MRI mode. The issue began 2 weeks ago since they received the replacement recharger. Patient mentioned they were able to charge both the controller and implant. During the call patient reset the controller. Controller was at 100% and implant was at 80%. Patient mentioned they would go into the menu screen to adjust their pain levels. Agent reviewed information and had patient exit out of the menu screen. Patient saw group a with 1 program. Patient got the settings not available message. Patient only had group a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the cause was 2 wires in their back were broken. They met with a manufacturer representative (rep) and it would require surgery to fix. They don't want to do that.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.